Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) was reading at 20 mmol/l (360 mg/dl) so he gave himself a bolus of insulin (exact dosage was not reported) and around lunch time his bg rose to 22 mmol/l (396 mg/dl). The pod was deactivated and it was noticed that the cannula was bent. There was insulin leaking noted at the insertion site. The pod was worn between 36 and 48 hours on the arm.